Event description:
The doctors claimed that were misled by the "pace maker synch. Marker" which seemed like an "r" complex on a pt's waveform that had vf with pacing. During above situation the monitor gave hr readings and did not alarm for ventricular fibrillation or asystole.